Manufacturer narrative:
Reported event of premature depletion of battery was not confirmed. The device battery voltage was at elective replacement indicator (eri) level upon receipt. Analysis of field session record did not find any abnormal battery depletion. Further analysis performed did not find any anomalies. Longevity assessment was performed, and device has met the projected longevity and is considered normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was not reported.